Event description:
A us distributor reported that a monitor was displaying a service code 110 (over voltage cleared no energy).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause of this was a shorted c1 capacitor which also caused the l1 component to become open, thus damaging components d1 and l2. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.